Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): guide wire: runthrough ns. Guide catheter: launcheral1. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a non-tortuous, mildly calcified proximal right coronary artery that was 90% stenosed. A 3.50 x 15mm traveler rx balloon dilatation catheter (bdc) was inflated once and ruptured at 6 atmospheres. Another bdc was used to successfully complete the procedure. A non-abbott stent was then deployed successfully. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.